Manufacturer narrative:
H11. Additional narrative. Updated h3 and h6. H3: product evaluation. Customer reports of calcification, hardened leaflets, and stenosis were confirmed. The x-ray demonstrated wireform intact. Heavy calcification was observed on leaflets 2 and 3, and moderate calcification on leaflet 1. Host tissue on the stent circumference was heavy at the inflow aspect. Calcification restricted leaflet mobility and led to stenosis. Hematoma was observed on leaflets 2 and 3 at the outflow aspect. A green thread remained attached to the sewing ring near commisure 3. Sewing ring cloth had multiple cuts around the valve. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Despite the advancements in the heart valve industry, svd commonly begins 7- 8 years after implantation, with a considerably increased rate in patients with pertinent comorbidities and/or an implant duration of greater than 10 years. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including an implant duration of 7 or more years. Pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Event description:
It was reported that a 23mm 3300tfxj aortic valve was explanted after an implant duration of nine (9) years and seven (7) months due to severe calcification, hardened leaflets, and severe aortic stenosis. The patient presented heart failure, hemolytic anemia, syncope, and sick sinus syndrome. The explanted device was replaced with a non-edwards valve. Concomitant tricuspid annuloplasty was performed. The patients outcome was reported as recovered. Per the reported information, three months prior to the device explant, follow-up echo revealed rapid elevation of the pressure gradient. Subsequently, seventeen days before the device explant, the patient visited the outpatient clinic at the hospital, heart failure was noted, and blood tests revealed severe anemia (hb 4g/dl). Also, the rapid progression of structural valve deterioration was observed, resulting in urgent hospitalization. Before the redo-avr, the patient experienced multiple episodes of syncope. Additionally, a sinus arrest lasting over 10 seconds was observed during the hospitalization, leading to a diagnosis of sick sinus syndrome. The device was returned for evaluation. Echo images and a surgery video showing the explanted device were provided for imaging evaluation. The operative record was also provided by the surgeon. Imaging evaluation for the provided echo images: calcification of the commissural edges and apparent fusion of the basal approximate 2/3rds of the commissural edges, with systolic leaflet opening limited to the central approximate 1/3 of the leaflets. An approximate (geometric) valve area by planimetry of 0.3 cm2. Although analysis is limited based on the submission of images in a single (short axis) view, the pattern of aortic valve calcification is somewhat atypical for structural valve degeneration in the apparent fusion of the basal and mid commissural edges without apparent calcification of the basal aspects of the leaflet bodies; however, calcification of the leaflet bodies might have been present but not visualized on these images. Imaging evaluation for surgery video: customer report of calcification was unable to be confirmed. Video showed the outflow aspect of an explanted valve, a white tissue-like layer was pulled from one of the leaflets.

Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.